Manufacturer narrative:
(B)(4). Visual examination of the returned device found signs of repeated use (scratched/worn) and is fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was performing a partial knee procedure, he placed the tension gauge into the joint and the tip snapped off in the posterior capsule. No patient impact. No additional information available.